Event description:
The complainant reported that there was friction while pulling out the guidewire, following the placement of a catheter for a pericardiocentesis procedure. The catheter was safety placed and there was no harm or injury to the pt.

Manufacturer narrative:
Eval - complaint database reviewed, device history record reviewed. The complaint database was reviewed and there were no other related complaints found for this lot. The device history record was also reviewed and no significant anomalies were noted. The device was not returned to merit of eval, therefore, no conclusion can be drawn. Although an eval could not be performed, corrective measures have been taken to eliminate the potential for reoccurrence of failures of this type. Merit monitors events of this type, and no significant increase in occurrence has been noted.